Event description:
The customer reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in properly loading a new cartridge, and the customer was able to successfully load the cartridge and resume insulin therapy, resolving the issue.